Manufacturer narrative:
(B)(4). A field service representative (fsr) went onsite to evaluate the device. The reported issue was resolved by replacing main printed circuit board (pcb) and turbine assembly. After performing the operation verification procedure (ovp), calibrations, and extended self test (est), the device was returned to the customer operating to service specifications. The suspect component has been received by (B)(4) and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator was not ventilating (not cycling) while in use with a patient. The patient was removed from the ventilator immediately and there was no harm to any patient or clinician in association with the reported complaint. After removing patient from the suspect ventilator, the customer performed the user verification test (uvt) and leak test. The reported device was not able to pass the leak test.

Manufacturer narrative:
A vyaire failure analysis lab technician was unable to verify the customer's reported issue. A visual inspection was performed and there were no visible defects, damage or contamination. The suspect component passed all transducer calibrations without a fault.